Event description:
A report that the patient's precision system was explanted was received. The patient stated that the device did not work for her and that the leads kept breaking off.

Manufacturer narrative:
The explanted devices were discarded by the medical facility. A review of the complaint and manufacturing documentation found no anomalies or deviations potentially related to the event occurred during the manufacturing process. This is the final report.